Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep had not heard from the patient since receiving their new replacement controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2019. It was reported that the therapy was turning off by itself. The patient will not even be near the patient controller, and then she suddenly notices that she is no longer feeling stimulation. The patient then goes to check with her patient controller, and it says that the stimulation is off. This occurs intermittently. It was confirmed that the patient does not have adaptive stimulation programmed, and the patient stated that she always keeps her implantable neurostimulator at 70% charged or higher. The patient was able to turn her stimulation on and off with the patient controller which seemed fine. The patient stated that this issue had been going on for two days, and the patient controller always says stimulation off when she checks it. The patient is on low dose settings, so she can feel her stimulation. The patient was sent a replacement patient controller to try and resolve the issue. There were no further complications reported.